Event description:
It was reported that the patient is having a skin irritation with the 72r electrodes. The patient's skin irritation issue is with the electrodes and the cover patches. The patient's skin was red with a rash. The skin was not itchy and did not have blisters or welts. The irritation was under the electrodes and cover patches. The patient changes the electrodes daily and rotates them slightly at that time. The patient claims he has very sensitive skin, and he has allergies to surgical tapes. The patient has seasonal allergies and takes blood pressure medication. The patient went to his dermatologist and was given a prescription for a cream, but he has not picked it up yet, and he does not know the name. The patient agrees to perform a time test with the 63b electrodes and return an example of the 72r electrodes and cover patches. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient is having a skin irritation with the 72r electrodes. The patient's skin irritation issue is with the electrodes and the cover patches. The patient's skin was red with a rash. The skin was not itchy and did not have blisters or welts. The irritation was under the electrodes and cover patches. The patient changes the electrodes daily and rotates them slightly at that time. The patient claims he has very sensitive skin, and he has allergies to surgical tapes. The patient has seasonal allergies and takes blood pressure medication. The patient went to his dermatologist and was given a prescription for a cream, but he has not picked it up yet, and he does not know the name. The patient agrees to perform a time test with the 63b electrodes and return an example of the 72r electrodes and cover patches. No additional patient consequences have been reported. No additional patient consequences have been reported. The cover patches were not returned for evaluation.